Manufacturer narrative:
The device was sent to an independent laboratory for additional culturing and the results are still pending. The device has been returned to olympus and the evaluation is currently pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Event description:
The customer reported to olympus, the biopsy/operating channel of the evis exera ii ultrasound gastrovideoscope tested positive for four (4) colony forming units (cfus) of acinetobacter species, brevundimonas albigilva, and unspecified gram negative bacteria. The issue was found during a routine culture of the scope. The sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was an air-leak to the mouth piece, the light guide lens cover was cracked, the switch button 1 was cut and there was insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.